Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, attempted to deploy clip on mucosa and clip would not disengage from catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.